Event description:
Implant failed due to osseointegration problem.

Event description:
Implant failed due to osseointegration problem. Since we received additional information, it has concluded in an update that is provided in this follow-up report.

Event description:
Implant failed due to osseointegration problem. Since we received additional information, it has concluded in an update that is provided in this follow-up report. Since the awareness date has not been corrected in the initial report, hence this updated report.